Event description:
It was reported to medtronic minimed that the customer experienced pump had fallen several times and since falling down had problems with insulin, resulting in hypoglycemia. The customer reported blood glucose value of 48 mg/dl. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test at .0871 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No alarms anomaly during testing or in file history. In further full review of the pump history on the date of testing found daily total of bolus insulin delivered to be 31.6 units. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, and cracked case-corner of belt clip rails. In summary, customer allegation for pump possibly over delivering anomaly not confirmed during full functional testing. Cracked case-corner of belt clip rails confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.